Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was noted that the large hem o lok clip applier had a rattling noise in the head of the instrument and instrument would not clip. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. Rattling was heard outside of the patient. The issue occurred inside the patient. The surgeon was attempting to clip the cystic artery. Clip remained open because clamp failed to clip. Clip would not close. Clip would not close and clamp down to apply clip correctly. It was not clamping and deploying the clip shut how it was commanded to. No unexpected motion issue. Customer tried multiple time with clip and was constant failure. Customer used another clip applier. Instrument was returned. No video available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "rattling in the head of the instrument and instrument would not clip". The instrument was found to have grip/pitch input disk broken. Input disk 7 was found completely detached from the base of the housing. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.